Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during a diagnosis procedure was performed when the issue happened. The procedure was completed in another room. Philips filed service engineer (fse) inspected device onsite and identified that the cable wiring had a defective connection. To resolve the issue fse reconnected the cable. After reconnecting the cable, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite computer was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.